Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited high capture thresholds and that the lead dislodged. The lead was explanted and replaced.